Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose at the time of admission was over 600 mg/dl. The customer stated that, prior to the hospitalization, he had passed out on the bathroom floor and was found by his friend. The customer was treated with fluids, insulin and an IV, at the hospital. The customer had run out of insulin and thus was not wearing the insulin at the time of the hospitalization. The customer stated he would call back to continue the conversation. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.